Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) -paroxysmal ablation procedure with a vizigo and during the operation, blood leakage was found in hemostasis valve. The brim cap/hub did not become detached from the sheath. A new device was used to complete the surgery and there was no patient injury reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed a bent mark in the shaft area close to the handle. No damage or anomalies were found in the hemostatic valve. An irrigation test was performed, and water leakage was found in the shaft / handle transition. Due to this condition, a supplier investigation was requested, and the investigation result determined that the shaft was broken inside the handle causing the water leakage. Therefore, this complaint is not related to the manufacturing process. A device history record review was performed for the finished device number lot 00002587 and no internal action related to the complaint was found during the review. Since the shaft was found broken inside the handle, this failure could be related to the air flow back issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage in the shaft could not be determined. The instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to initial report (B)(4). The h 6. Medical device problem code has been updated to backflow (a140501). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) -paroxysmal ablation procedure with a vizigo and during the operation, blood leakage was found in hemostasis valve. The brim cap/hub did not become detached from the sheath. A new device was used to complete the surgery and there was no patient injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).